Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube set was received and evaluated by r&d. The received device passed the air leak test successfully. No leak below fill chamber or on cpc barbed joint was observed. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the cpc joint was not secured all the way, resulting in a leak in the pressure line inside the pump. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed four similar complaints for this lot released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(4) that during an unspecified surgical procedure, it was observed that the inflow chamber was filling up. According to the report, the event occurred between set-up where they prepared everything with the inflow tubing and filled the chamber and the start of the surgery. It was not reported if there were any delays in the surgical procedure. The surgery was completed with same like product. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.